Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
It was reported that oversensing noise was noted on a remote transmission on the right ventricular (rv) lead. It was suggested to bring the patient to the clinic for further assessment. The patient is scheduled later for rv lead revision.